Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# j0313872v, implanted: (B)(6) 2003, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3487a, serial# (B)(4), implanted: (B)(6) 1998, product type: lead; product ID 3550-29, lot# n437633, implanted: (B)(6) 2014, product type: accessory; product ID 74002, lot# n404939, implanted: (B)(6) 2014, product type: adapter; product ID 389033, lot# j0313872v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that during a battery replacement it was found that the patient also had a lead that showed impedances >10,009 on electrodes 4-7. During the replacement they tried several pocket adaptors and still were getting high impedances. However the patient was able to feel good stimulation with the other 4 electrodes. There were no lead fractures noted at the time of the event. The patient was reprogrammed due to this issue. A pocket adapter was used and they had good coverage on electrodes 0-3 post operatively. The impedance issue was not resolved. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.